Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in the set), during dwell 3 of 4. The home patient (hp) did not disconnect and the solution bags did not disconnect. There were no unused lines and three solution bags were connected. The hp would call the registered nurse (rn). Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. Per the cg, she checked everything out with the setup and could not find anything that may have caused the alarm. The supplies were discarded. The cg stated the hp did not continue therapy that night and contacted his peritoneal dialysis registered nurse (pdrn) in the morning regarding the alarm and the missed therapy. The hp resumed therapy on the cycler the following night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in the set) was not confirmed due to lack of sample. The cause was undetermined. The lot number is unknown, therefore, a batch review was not performed. Label review was not performed as no user error was suspected. An individual trend review was not performed. The root cause investigation is in progress through (B)(4).